Manufacturer narrative:
Based on the information available at this time, no conclusions can be made. As reported the patient's surgeon has not indicated the mesh devices to be the cause of his current symptoms. The adverse reaction section of the IFU lists inflammation as a possible complication. The warning section states, "careful attention is required if fixating the mesh in the presence of nerves and vessels." Should additional information be provided, a supplemental MDR will be submitted. This MDR is represents information associated to the bard 3dmax mesh alleged to have been implanted on the patient's left side. An additional MDR was submitted to document information associated to the bard 3dmax mesh alleged to have been implanted on the patient's right side. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It is reported that on (B)(6) 2016 the patient was diagnosed with bilateral inguinal hernias and underwent a robotic assisted laparoscopic bilateral inguinal hernia repair with implant of two bard 3dmax mesh devices. As reported the patient experienced severe postoperative pain, swelling, severe testicle sensitivity and inflammation. In (B)(6) 2016 the patient followed up with his surgeon and reported his concerns with the inflammation, pain, sensitivity bilaterally, and his right testicle ¿drawing up inside of his body¿. The surgeon performed 2 ultrasounds to follow up on the patient¿s reported issues and a nodule was noted on his right testicle. It is alleged that the surgeon informed the patient ¿he should not worry, it is benign and nothing to be concerned about.¿ allegedly, the doctor stated the nodule was likely caused by the post operative inflammation and it could possibly be scar tissue formation and nerve pain. It is reported that the patient continues to experience swelling about 5 inches above his right inguinal incision and cannot perform the daily duties/tasks on his farm that he performed prior to the implant procedure. Also reported is that the patient attempts to exercise 2-3 times a week; however, cannot perform the same exercises he used to prior to the procedure and he continues to experience on a regular basis a ¿prickly sensation¿ associated with some pain and swelling in his right groin and occasionally on his left side. As reported the patient cannot take any pain medication as he has a diagnosis of crohn's disease and uses ice to help treat the chronic swelling. As reported the patient took 1 year to completely heal, but he exercises and lives an active life.